Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during ra lead replacement procedure, the helix failed to retract to remove the ra lead. After multiple attempts, it was noted that the ra and rv leads were adhered to each other causing dislodgment of the rv lead. Both ra and rv leads were then explanted and replaced. The patient tolerated the procedure well and was stable before, during and after procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.